Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain three of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified by the patient. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was made to the actual sample in order to confirm the alleged failure, during the inspection damage on the film was detected, it was determined that the damages were multiple scratches, holes and cuts that appear to be made with a sharp object with the intention to drain the tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.